Event description:
The mallinckrodt customer support engineer (cse) verified that the audio alarm was not functioning. The cse inspected the device and replaced the power switch and the audio alarm assembly. The unit passed extended self testing. This report is not an admission by mallinckrodt that this device caused or contributed to the event alleged in this report.